Event description:
It was reported that a nurse allegedly was injured when recliner mechanism hit shin and caused laceration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.